Manufacturer narrative:
Concomitant medical products: dtba1d1 ICD, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the device reached elective replacement indicator due to possible premature battery depletion. The device was explanted and replaced. It was also reported that the left ventricular lead has high thresholds and no capture in any vector. The lead remains in use and the new device was programmed to pace only right ventricle. No patient complications have been reported as a result of this event.